Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x28mm promus premier stent delivery system (sds) was selected. When the device was removed from the hoop, the stent came off from the sds. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.